Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an integrity rx coronary bare metal stent to treat a moderately tortuous and calcified lesion located at the mid right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The inflation device did remain in neutral position during delivery of stent. It was described that the stent dislodgement occurred during removal following failed delivery. A guideliner was being used. There was resistance when trying to get through a previously deployed stent. The physician decided to give up and remove the stent, but when the catheter was removed it was noticed that there was no stent on balloon. The dislodged stent was not removed and implanted in the patient inside another stent. A balloon was inserted and used to expand the stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.